Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.1 jammed and was unable to be opened. A field service engineer (fse) opened drawer 4.2 and detected a burning smell, indicating a possible short that caused the boards and trays to stop functioning. The fse replaced the t-board of drawer 4, replaced the drawer controllers for drawer 4.1 and 4.2, and replaced all five trays, as none of the trays or cubies were being detected. A final test was performed using the hardware test application (hta), and the pharmacy technician verified proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.